Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for abnormal additive with the incident lot was not observed. A review of the manufacturing recordswas completed for the incident lot and no issues were identified.

Event description:
It was reported that the anti-coagulant additive in a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube had an abnormal appearance. There was no report of exposure, injury or medical intervention.